Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 17-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported that a nasogastric (ngt) was inserted in a patient in the intensive care unit (ICU). After satisfactory tube placement was confirmed, the feed was commenced. Once the feed commenced it flowed out of the perforation site. The feed was immediately held and ngt removed. The previous day on ((B)(6) 2025) when the same patient was being fed via a ngt (placed on (B)(6) 2025), feed flowed out of their nose and mouth. At the time it was thought that this was due to the patients complex medical issues but perhaps there was a perforation in that ngt too. Additional information received on 22-sep-2025 stating "ngt placed in patient but purple "y" port at top dislodged. (Second) ngt position confirmed and feed was commenced via feeding pump. Immediately feed spilled out of tube through perforation in tube. Feed immediately stopped (and) ngt removed.

Manufacturer narrative:
The actual sample device was returned. No original packaging was received with the sample. No other component received. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y-connector. The area where the uneven surface appeared jagged and/or wrinkled. The tubing was cut to view the inside surface. Once the tubing was opened, under magnification, there were lines and indentations in the inner walls of the tubing. The tube did not appear clogged after flushing the opened portion of tube towards the distal end. Liquid was seen exiting out of distal tip. The sample was confirmed of tear/ hole and leakage. Root cause could not be determined. All information reasonably known as of 30-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. <br />